Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left side was not in tube at all but through muscle, right, side barely in tube with extensive amount in uterine cavity"), device expulsion ("position of right micro-insert slightly unusual and slightly asymmetric with that of the left/ migration of essure location of device: uterine cavity") and pelvic pain ("severe pain in pelvis that radiates down her legs /pelvic cramping") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, sweating, chills, clammy, hot flashes, endometritis, frequent bowel movements, diarrhea, human papilloma virus infection, dermatitis, flank pain, lumbar puncture, bacterial vaginosis and pyelonephritis. Concomitant products included eugynon (levlen) and medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding/vaginal") and menorrhagia ("menorrhagia"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("irritability/hormonal changes describe: irritability, "), mood altered ("mood changes/hormonal changes describe: mood changes"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)- vaginal infection"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), feeling abnormal ("brain fog"), speech disorder ("speech difficulty cognitive issues"), allergy to metals ("nickel allergy") with rash, urticaria, rash papular and pruritus, dysmenorrhoea ("dysmenorrhea(cramping)/dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("unable to focus vision/vision or eye problems type: unable to focus "), tinnitus ("tinnitus"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("legs pain/ fingers pain") and urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On (B)(6) 2006, 3 months 7 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2007, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)- uti") and photophobia ("photophobia associated with migraine"). In 2008, the patient experienced weight increased ("weight gain/weight gain/loss specify: weight gain/hormonal changes describe: weight gain"), nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), migraine ("migraines/migraine/headache photophobia associated with migraine"), headache ("headaches"), cognitive disorder ("cognitive issues") and tooth fracture ("dental problems: cracked teeth"). The patient was treated with ibuprofen, rizatriptan (maxalt), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent a bilateral laparoscopic salpingectomy and a diagnostic hysteroscopy) and alternative therapy (wear glasses). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, arthralgia, irritability, weight increased, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder, headache, nausea, feeling abnormal, speech disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, tinnitus, alopecia, cognitive disorder, urinary tract disorder, tooth disorder and photophobia outcome was unknown and the pelvic pain, migraine, back pain and pain in extremity had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cognitive disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, irritability, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, photophobia, speech disorder, tinnitus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006: left tube 12 trailing coils; right tube 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. On (B)(6) 2006 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Right micro-insert slightly asymmetric compared to left. On (B)(6) 2017, tus shows possible migration of the inserts . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, back pain, arthralgia, tinnitus, device dislocation, fatigue, urinary tract infection, headache, vaginal discharge, migraine. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedment. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs and mr received. Events per pfs. Tooth disorder and photophobia were added. Patient's medical history added. Event per mr: left side was not in tube at all but through muscle, right, side barely in tube with extensive amount in uterine cavity were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("position of right micro-insert slightly unusual and slightly asymmetric with that of the left/ migration of essure location of device: uterine cavity") and pelvic pain ("severe pain in pelvis that radiates down her legs /pelvic cramping") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, sweating, chills, clammy, hot flashes, endometritis, frequent bowel movements, diarrhea and human papilloma virus infection. Concomitant products included eugynon (levlen) and medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding/vaginal") and menorrhagia ("menorrhagia"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("irritability"), weight increased ("weight gain"), mood altered ("mood changes"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), feeling abnormal ("brain fog"), speech disorder ("speech difficulty cognitive issues"), allergy to metals ("nickel allergy") with rash, urticaria, rash papular and pruritus, dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("unable to focus vision"), fatigue ("fatigue"), tinnitus ("tinnitus"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("legs pain/ fingers pain") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2006, 3 months 7 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pains"), migraine ("migraines"), headache ("headaches"), cognitive disorder ("cognitive issues") and tooth fracture ("dental problems: cracked teeth"). The patient was treated with ibuprofen, rizatriptan (maxalt), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a bilateral laparoscopic salpingectomy and a diagnostic hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, arthralgia, irritability, weight increased, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder, headache, nausea, feeling abnormal, speech disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, tinnitus, alopecia, cognitive disorder and urinary tract disorder outcome was unknown and the pelvic pain, migraine, back pain and pain in extremity had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cognitive disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, speech disorder, tinnitus, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006: left tube 12 trailing coils; right tube 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. On (B)(6) 2006 : hysterosalpingogram - confiimed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017, tus shows possible migration of the inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, back pain, arthralgia, tinnitus, device dislocation, fatigue. Most recent follow-up information incorporated above includes: on 11-apr-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history was updated. Indication female sterilization. Events were clubbed with previously reported events. Events like: irritability, weight gain, mood changes, abnormal bleeding vaginal, menorrhagia, rash, hives, vaginal infection, urinary tract infection, position of right micro-insert slightly unusual and slightly asymmetric with that of the left, itchy red bumps, itchy feet, bladder or urinary problems or changes, migraines, headaches, migration of essure location of device: uterine cavity, nausea, brain fog, speech difficulty cognitive issues, nickel allergy, dysmenorrhea cramping,dyspareunia, vaginal discharge, unable to focus vision, fatigue, tinnitus, hair loss, dental problems, dental problems: teeth cracking were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left side was not in tube at all but through muscle, right, side barely in tube with extensive amount in uterine cavity"), device expulsion ("position of right micro-insert slightly unusual and slightly asymmetric with that of the left/ migration of essure location of device: uterine cavity") and pelvic pain ("severe pain in pelvis that radiates down her legs /pelvic cramping") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2017, tus shows possible migration of the inserts. Concurrent conditions included obesity, sweating, chills, clammy, hot flashes, endometritis, frequent bowel movements, diarrhea, human papilloma virus infection, dermatitis, flank pain, lumbar puncture, bacterial vaginosis and pyelonephritis. Concomitant products included ethinylestradiol; levonorgestrel (levlen) and medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding/vaginal") and menorrhagia ("menorrhagia"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("irritability/hormonal changes describe: irritability, "), mood altered ("mood changes/hormonal changes describe: mood changes"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)- vaginal infection"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), feeling abnormal ("brain fog"), speech disorder ("speech difficulty "), allergy to metals ("nickel allergy") with dermatitis allergic, urticaria, rash papular and pruritus allergic, dysmenorrhoea ("dysmenorrhea(cramping)/dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vision blurred ("unable to focus vision/vision or eye problems type: unable to focus "), tinnitus ("tinnitus"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("legs pain/ fingers pain"), cognitive disorder ("cognitive issues") and urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). In 2007, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)- uti") and photophobia ("photophobia associated with migraine"). In 2008, the patient was found to have weight increased ("weight gain/weight gain/loss specify: weight gain/hormonal changes describe: weight gain") and experienced nausea ("nausea/nausea") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), migraine ("migraines/migraine/headache photophobia associated with migraine"), headache ("headaches") and tooth fracture ("dental problems: cracked teeth"). The patient was treated with ibuprofen, rizatriptan benzoate (maxalt), surgery (salpingectomy (bilateral removal of fallopian tubes) and underwent a bilateral laparoscopic salpingectomy and a diagnostic hysteroscopy) and wear glasses. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, arthralgia, irritability, weight increased, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, bladder disorder, headache, nausea, feeling abnormal, speech disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, tinnitus, alopecia, cognitive disorder, urinary tract disorder, tooth disorder and photophobia outcome was unknown, the pelvic pain and back pain had not resolved and the migraine and pain in extremity was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure (ess205). The reporter considered allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cognitive disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, photophobia, speech disorder, tinnitus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2006: left tube 12 trailing coils; right tube 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, back pain, arthralgia, tinnitus, device dislocation, fatigue, urinary tract infection, headache, vaginal discharge, migraine. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedment. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received- outcome of pain in extremity, migraine updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain in pelvis that radiates down her legs /pelvic cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pains"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy and a diagnostic hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia and pelvic pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2006 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.